Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user observed the touchscreen separating from the housing, rendering the display unreadable and prompting device replacement and a return to backup insulin injections. Symptoms included hyperglycemia with readings in the upper 300s and no reported acute clinical effects. Outcomes included intermittent excursions above target over approximately six days without hospitalization or medical intervention. Investigation included a review of user reports and images and logistical processing for product return. Investigation of the returned device revealed a screen bezel separation and adhesive failure of the touchscreen assembly that compromised usability. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity failure of the device¿s display assembly unrelated to software or alarms.